Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed ot boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported relation to this event.